Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 28 mg/dl at the time of the incident. Customer current blood glucose level was 323 mg/dl. The customer was treated with food. Customer reported symptoms such as mental confusion. Customer stated that they had over bolus delivery which causes blood glucose down from 98 mg/dl to 28 mg/dl. The device will not be returned for analysis.